Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump was explanted due to infection. The pump was to be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case. The device operated as expected. The device was discarded. The patient was not implanted with another mechanical circulatory device. The onset of infection date was not available. The source of the infection was unknown. The patient had general infection symptoms. The plan of care was not specified.